Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on the holter monitor on (B)(6) 2020 with a heart rate below the base rate of 85 beats per minute (bpm). On (B)(6) the patient presented remotely via merlin.net transmission with episodes of atrial lead noise reversion episodes that resulted in inappropriate pacing inhibition from (B)(6) 2020. On (B)(6) 2021, the patient was brought to the clinic and the atrial lead was reprogrammed from aoo to ddi at 70 bpm to resolve the anomaly and prevent a drop in heart rate. The patient was asymptomatic and remained in stable condition throughout the event.